Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure, there were issues with getting proper position and stability of the closure device. The physician was on the fourth recapture of the closure device, and during this time the physician established a flex ball of a standard size, ensuring the device would be atraumatic to the appendage tissue. While attempting to maneuver the was sheath deeper into the appendage, the physician positioned to a depth and felt was adequate for deployment. Upon the fourth deployment, the transesophageal echocardiography (tee) physician noted the position of the closure device was located partially inside of the transverse sinus. Anesthesia then notified the physician of the change in vital signs. Tee imaging confirmed the presence of a rapidly developing effusion. The staff prepped the room and table for a pericardiocentesis, and bright red blood was drained. During fluid drainage, the physician stated that they wanted to recapture and redeploy the closure device in hopes of slowing the effusion. The physician deployed the closure device and position, anchor, size and seal (pass) criteria was established and confirmed before releasing the closure device. The closure device was then released. During this time, the operating room (or) was contacted and aware of the situation. The cardiothoracic surgeon was contacted and brought into the laboratory to assess the situation and determine the next steps for the patient. The laboratory stabilized the patient's vitals with medications and blood transfusions. Once the patient was stabilized, it was determined the patient needed or intervention to correct the perforation and effusion. The patient is recovering in the intensive care unit (ICU) on continuous positive airway pressure (CPAP).

Event description:
It was reported that pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure, there were issues with getting proper position and stability of the closure device. The physician was on the fourth recapture of the closure device, and during this time the physician established a flex ball of a standard size, ensuring the device would be atraumatic to the appendage tissue. While attempting to maneuver the was sheath deeper into the appendage, the physician positioned to a depth and felt was adequate for deployment. Upon the fourth deployment, the transesophageal echocardiography (tee) physician noted the position of the closure device was located partially inside of the transverse sinus. Anesthesia then notified the physician of the change in vital signs. Tee imaging confirmed the presence of a rapidly developing effusion. The staff prepped the room and table for a pericardiocentesis, and bright red blood was drained. During fluid drainage, the physician stated that they wanted to recapture and redeploy the closure device in hopes of slowing the effusion. The physician deployed the closure device and position, anchor, size and seal (pass) criteria was established and confirmed before releasing the closure device. The closure device was then released. During this time, the operating room (or) was contacted and aware of the situation. The cardiothoracic surgeon was contacted and brought into the laboratory to assess the situation and determine the next steps for the patient. The laboratory stabilized the patient's vitals with medications and blood transfusions. Once the patient was stabilized, it was determined the patient needed or intervention to correct the perforation and effusion. The patient is recovering in the intensive care unit (ICU) on continuous positive airway pressure (CPAP).